Event description:
Customer reported the device gets very warm in the battery case. Probably internal closed circuit. Device was returned for service. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the controller did not function properly. An assignable root cause is undetermined. Device components were replaced and the device was returned to the customer on 08/29/2013. Placeholder.